Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) spoke with the da vinci coordinator (dvc) in order to obtain additional information concerning the reported event; according to the dvc this was a pediatric procedure and the piece from the cannula seal was removed from the patient using traditional laparoscopic techniques. No additional information has been provided as of the date of this report. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the cannula seal accessory allegedly broke off into the patient and the fragment was retrieved laparoscopically. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that a small piece of the rubber seal accessory broke off and fell inside the patient, the piece was removed. No patient harm, adverse outcome or injury was reported. The surgery was completed.